Event description:
5/21/97 received voluntary medwatch report (access number #1011226) from user facility stating "laparoscopic cholecystectomy being performed. There appeared to be bile leakage so converted to open procedure. Found linear laceration in a longitudinal direction at the site of the cystic duct and the common duct junctive which required surgical repair. Prolonged surgical procedure (6 3/4 hr.), prolonged hospitalization. Multiple devices used during laparoscopic procedure. 5/22/97 add'l info received from sales rep after follow up with the surgeon. The injury was a common bile duct injury caused during the cholangiogram. No ees instruments were involved. All instruments have been discarded.